Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device communicated properly with glucose sensor simulator and displays the 100 value properly on display graph. The sensor feature working properly. No unexpected failed battery test alarm or sensor alarms anomaly noted. The device was unable to download device to carelink pro due to several alarms at the alarm history file. The device alarmed due to a corrupted history file. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was not provided. Customer reported a recent blood glucose level around 20 mg/dl which was treated with food. The customer reported a blood glucose level of 50 mg/dl due to not eating. The customer was that the insulin pump would be replaced and agreed to return the device for analysis.